Event description:
On 6/13/24 an ilet user reported they had changed the insulin cartridge 5 minutes prior, finding it difficult to insert and eventually pushing it forcefully into the ilet. When asked if a rewind had occurred, the user replied no, unsure how to perform that action. They also noted the cartridge was completely empty, believing all insulin had been injected into their body. Despite a current bg level of 212 mg/dl, the user decided to drive to an ER. On 06/14/24 the user called back to provide an update about the event. They confirmed visiting the ER and receiving only food as treatment. The user was released the same day. The user did not experience any immediate health effects like loss of consciousness or dizziness during the event. The user's bg level reached a low of 85 mg/dl for an estimated 2 hours. The user has resumed using the ilet.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed the insulin cartridge ran out of insulin, but the cartridge replacement process was not completed, and there is a brief period of mild hypoglycemia several hours later. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This event was caused by the user failing to follow the instructions in the user guide and on the device screens to complete the cartridge change process in the correct sequence.